Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Currently, this rv lead remains in service and no adverse patient effects were reported.